Manufacturer narrative:
Date rec¿d by MFR: 08jul2019. Date of report: 12aug2019. Philips field service engineer (fse) during the repair of the prv valve fse noticed an electrical burning smell, the fse identified what looked like a burnt spot on a power supply printed circuit board and the connectors looked damaged. Fse reported the second failure to the hospital staff. Due to the cost of the repair and the age of the ventilator the customer has decided to remove this vent form any further service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Failed pressure accuracy. There was no patient involvement.